Manufacturer narrative:
The electrode serial number and expiration date were requested but not provided. The field service engineer (fse) inspected the module and noted that the initial ion-selective electrode (ise) check indicated ise or sipper line issues. He replaced the syringe seals, verified the tubing and electrodes, recalibrated the ise sipper nozzle and probe, replaced the reagents, and performed a repeat ise check with successful results. He verified the module's performance with test runs. The investigation determined that a mechanical issue - leakage or seal caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable potassium electrode assay results from two patient samples tested on the cobas 6000 c501 module. Patient sample 1 the initial result from the module was 6.65 mmol/l. The repeat result from another device was 3.52 mmol/l. Patient sample 2 the initial result from the module was 7.46 mmol/l. The repeat result from another device was 3.98 mmol/l. The initial results were not reported outside the laboratory as they were deemed implausible, prompting the rerun.